Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that a big portion of the ceramic part on these 2 icap454 has fracture, therefore components does not function within required manufacturing specification. This is likely caused by improperly torque or parafunctional habits of the patient.

Event description:
The doctor indicated that two zi-real abutments (same lot #) fractured, for site #30 & #31. It was also reported that the patient did not suffer an injury or infection.